Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device was received in used condition. Functional inspection: the device was functional upon receipt. I was noted that one of the non-removable screws was stuck. This is indicative of the user attempting to remove the screws in error during use or during cleaning. The screws are intended to be non-removable, as labelled on the device. Attempts to remove the screws may result in the screws becoming jammed or stuck. The event was confirmed and likely due to use error. The screws are intended to be non-removable. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: this event is not involved insert trial. Correct description is triathlon alignment guide.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Loaner staff of stryker (B)(4) noticed the seizing of the triathlon alignment guide after it was returned from the hospital. The product was used in the surgery, but we could not specify when the seizing occurred.